Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented after receiving five shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that the patient had been under the influence of recreational drugs and their heart rate was elevated. Upon review the morphology stayed roughly the same post shock; however, after one of the shocks in the sequence, the morphology gets smaller and possible t wave oversensing was noted. The patient was shocked again which returned the patient to the original rhythm. Boston scientific technical services (ts) noted a morphology change from the ra to qs in the five shock sequence. Ts discussed that if the physician believed the rate to be supraventricular tachycardia (svt) then the only programming option would be to increase the shock zone from 200 to 220. Further review found an inappropriate shock due to t wave oversensing from approximately 10 days earlier. The field representative stated that the physician did not further discuss his opinion into the arrhythmia and did not make any programming changes when the field representative was present. The s-ICD remains in service and no adverse patient effects were reported.